Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During, follow-up, high capture threshold was noted on the lead. Diagnostic imaging was performed and lead dislodgment was confirmed. A lead revision is anticipated but not yet scheduled to resolve the event. The patient was in stable condition.